Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmic surgeon reported a vitrectomy cutter failed to cut during the vitrectomy procedure. Aspiration and actuation condition was unknown. The cutter was replaced with a new one and the procedure was completed. There was no patient harm.

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.10. One opened probe was received, without a tip protector, in a tray. The sample was visually inspected and found to be nonconforming with the probe needle bent and orange/brownish foreign material on the port face. The sample was then functionally tested for actuation and cut. The sample was found to be nonconforming for actuation. The cut functionality of the returned probe was unable to be tested due to the actuation failure. The probe was disassembled and the components inspected. No/minimal wear observed on inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Inner cutter pulled out of the coupling, no presence of adhesive on the inner cutter, the fillet was deemed conforming. Inner cutter was observed to be severely bent. Gouge marks at several locations along the inner cutter. A review of the device history record traceable to the lot number obtained from the device¿s rfid (radio frequency identification) tag, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The complaint evaluation indicates the probe had an actuation failure. The cut functionality of the returned probe was unable to be tested; however, the observed actuation failure would have led to the reported cut failure. The root cause for the observed actuation failure is the separation of components within the probe. It appears that during surgical use the adhesive bond failed causing the inner cutter to detach from the coupling. A secondary contributing factor of the actuation failure is from the bent needle and bent inner cutter. A bent needle can impede the movement of the cutter shaft; therefore, decrease the quality of the cut performed by the probe at the time the reported event was observed. This interference is present as observed from visual condition of the inner cutter. The exact root cause of the bent needle and bent inner cutter cannot be determined from this evaluation. The most likely root cause is handling at any point after the probe was shipped from the manufacturing site, including use during surgery. The procedure was reviewed and found to provide adequate instructions to operators for the bonding process of the inner cutter to coupling. No additional action has been taken by the manufacturing site as an exact root cause for the bent needle/inner cutter could not be determined from this evaluation. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. The manufacturer internal reference number is: (B)(4).